Manufacturer narrative:
(B)(4).

Event description:
See MDR 3006425876-2014-00064 for the first kit used on this patient. It was reported that difficulty was encountered when inserting the dilator over the guide wire. The dilator tip became damaged and could not be inserted. As a result a new kit was used. There was no delay in treatment; no patient death or complications reported.